Event description:
Dealer reported that the end user hurt his hands with the tires on the crf wheelchair rubbing his hands. Invacare called dealer, end user scuffed up skin on hands, minor abrasions and scratches / cuts.